Event description:
International affiliate reports the tip of the viper2 x-tab polyaxial driver broke off of the instrument. Reports the breakage was found during inspection of a returned loaner kit. It is not known where/when breakage occurred. There was no adverse outcome or malfunction reported. Although it cannot be confirmed, it is likely that the tips would have broken in use and this could have gone undetected by the user, leaving unintended portions of the devices within an implanted screw(s). As such, a medwatch report is being filed to document this event. Depuy synthes spine was notified by the international affiliate on (B)(4) 2012. The affiliate has been reminded of the need to promptly report product complaints.

Manufacturer narrative:
Depuy synthes spine has requested return of the driver for evaluation. A follow up report will be filed upon receipt of the instrument and completion of the evaluation.

Manufacturer narrative:
No conclusions can be made as the viper2 x-tab polyaxial driver was not returned for evaluation. Review of the device history record found the lot met specification requirements when released to stock. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed. It will be reopened if/when the instrument is returned for evaluation. Device not returned for evaluation.

Manufacturer narrative:
Additional information: corrected information: complaint reopened with receipt of device. Visual examination of the returned screwdriver confirmed the tip to be broken off and missing. Review of device history records confirmed the instrument was manufactured to specification requirements. The root cause cannot be positively determined. However, the application of atypical force upon the driver during screw insertion can result in this type of breakage. As the broken fragment is encapsulated within the screw head and is covered by the rod, there is of no concern for migration should the problem go undetected at point of use. The instrument is made of stainless steel and although it is not implant grade, it is controlled in its manufacturing and specifications. In particular, it is resistant to corrosion in a variety of environments, including blood. The likelihood of any biocompatibility issue resulting from the malfunction is extremely low. At this time, the complaint is considered to be closed.